Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with implantation of an unknown mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a rupture to the right breast prosthesis. As a result, the patient underwent removal and replacement with an unknown breast implant on (B)(6) 2021.

Manufacturer narrative:
On january 25, 2022, the mentor analysis lab received the medical device for evaluation. The returned device was a 225cc mentor smooth round moderate profile saline prosthesis. This did not match the device which was initially reported by mentor as an unknown mentor gel breast implant. After several follow-ups no clarification was provided. As such, the returned device is interpreted to be the complaint device which is identified with; catalog: 3501640, lot number: 5793094. A manufacturing record evaluation (mre) was performed for the new reported lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
An evaluation was completed on february 08, 2022. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 1.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Additionally, it was realized that the initially reported date of implantation ((B)(6) 2006) was prior to the manufacturing date (december 13, 2007) of the device. Originally, the date of implantation was estimated based on the information that was available at the time, as several attempts to obtain information provided no additional information. Furthermore, the lot number was unknown until the device was returned and a manufacturing record evaluation (mre) could not be conducted. The device returned on january 25, 2022 and a mre was completed on february 02, 2022. Attention was raised on the matter on february 08, 2022 and the date of implantation was set as (B)(6) 2007 as no other information was available. Manufacturer¿s reference number: (B)(4).